Manufacturer narrative:
No evaluation performed as cause of event traced to non-medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the site felt the system was inaccurate. The surgeon had gone off of plan and proceeded off plan without backing out to correct it. This was noted and explained to the surgeon by a representative present for the surgery. Further review found that the system was not inaccurate, and that the valve had migrated down the back of the head, thus pulling the catheter with it. This was discovered during the revision. It is unclear exactly why it migrated, but may have been from the pocket being too big. The product was not a medtronic valve or catheter. This was a codman product. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Additional information: the single pass revision surgery successfully resolved the issue. If information is provided in the future, a supplemental report will be issued.